Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache that are related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed sticky substances at the top of the device. The ambient light sensor on the top of the device had tiny cracks around the area. Unknown residue on the inside of the display panel. Dust-like contamination underneath the accessory access door on the top enclosure, inside the top lid, and in the underside of the top enclosure. Dust-like contamination in the bottom enclosure around the perimeter of the blower box and near where the display panel sits. Potential mineral deposits at the air inlet. Unknown black particles and a hair/fiber in the blower box. Potential mineral deposits combined with unknown white and green-gray contamination on the bottom of the blower box, indicating potential water/liquid ingress. Potential mineral deposits on the bottom of the blower motor and inside the blower motor, indicating potential water/liquid ingress evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 28 errors. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges seeing particles in the device. The patient also alleged having headache. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.